Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a mbt which had collapsed into the tibia several milimiters. The surgeon removed the parts below and revised with a pressfit stem and a mbt rev tray. No instruments were broken, nothing removed from patient. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.